Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified posterior tibial artery. After crossing a guidewire to the lesion, a 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The batch # was confirmed correct. Microscopic analysis confirmed a rupture of the balloon. Kinks on the shaft were noted at 11.6 cm and 16.9 cm from the hub. Device analysis was able to confirm the reported complaint of a material rupture. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks were attributable to procedural issues. So, the cause code adverse event related to procedure was used for this damage.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified posterior tibial artery. After crossing a guidewire to the lesion, a 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.